Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, 75% stenosed, de novo lesion. During deployment of a 6x150mm supera peripheral self-expanding stent system (sess), it was noted that there was more resistance than usual with the thumbslide; however, the stent was able to be deployed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The reported deployment issues and resistance with the thumbslide were not confirmed as the device was returned with the stent deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined that the reported difficulties were due to case circumstances. It is likely that the reported deployment issues and resistance with the thumbslide were the result of anatomical challenges. It is likely that the distal sheath of the delivery system was restricted or bent in the heavily calcified, 75% stenosed lesion resulting in difficulty advancing the thumbslide and deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.